Manufacturer narrative:
Updated fields: h6 corrected fields: e2 (inadvertently selected on the initial, should have remained blank). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined as the device was not returned for evaluation. The scissors were disposed at the user facility. However, based on past investigation results, the probe likely broke due to one of the following: 1. During the output activation in seal & cut mode, the probe contacted hard tissue, a metal object, or surgical instrument. 2. The device was activated while in seal & cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 3. The probe broke when added load outside of the body. 4. The grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to become worn. 5. Since the tissue pad was worn, the non-insulated area of the grasping section and the distal end of the probe came into contact. 6. The output was activated in the seal & cut mode as stated in the above situation and scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. The instructions for use provides the following warning regarding the reported event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat front-actuated grip type s probe was broken off. The issue occurred during the therapeutic laparoscopic hypersectomy. The procedure was completed with a similar device. The patient was under anesthesia for the procedure. There were no reports of patient harm.